Manufacturer narrative:
Date for the initial medical device report is (B)(6) 2015. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the system locked and displayed a blue screen. The system was switched out to proceed with surgery. There was no patient harm.